Manufacturer narrative:
A medtronic representative went to the site to test the system. Testing revealed that the door failed to close. Adjusted dingus and gantry and rehomed motion. Verified system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry on the system would not fully close. It was visibly opened by about an inch and would not close further. There was no patient present.